Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing a burning sensation at the header of her ipg. The burning sensation is not persistent and is not dependent upon stimulation being on or off.